Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The protecta model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The sprint quattro secure lead is part of the advisory for this model.

Event description:
It was reported that during an upgrade from a pacemaker to a defibrillator, the high voltage lead showed oversensing during the lead impedance test and with pocket manipulation. The physician decided to use the low voltage lead for the sensing portion of the system. The sensing portion of the high voltage lead was inserted into the atrial port of the defibrillator to avoid capping the lead. The shocking discriminators of defibrillator have been programmed off and the atrial sensitivity programmed high. The screw in the atrial connector was damagaed while screwing with the wrench. No patient complications were reported as a result of this event.